Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 170 mg/dl and 59 mg/dl. Customer took 1 - 1.5 units of insulin based on the 170 mg/dl result. Customer states, he had been doing karate and this may have caused the insulin for work faster. Customer had low symptoms with the 59 mg/dl result. Customer self- treated with 1 glucose tablet and crackers. No adverse event reported. Requested return of suspected device and strips; however, customer has discarded strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device evaluated by MFR: device will not be returned.